Event description:
8/6/97 MDR status was changed from m/m to m/s due to the patient receiving a blood transfusion. W/b 7/30/97 surgeon was performing a pneumonectomy. He staples the superior pulmonary vein and divided the vessel. After deviding the vessel he states that there was not staples located. The instrument is being returned for co evaluation. The patient did require a transfusion. This was the first firing of the instrument. Permanent sequelae are not expected. Co did inform surgeon that normally recommend inspection of the staple line before dividing a major vessel. Surgeon stated that to do this there would inadequate space and he would just use suture material.

Manufacturer narrative:
H3: additional info added. Visual inspections & results: cartridge batch number, j45j8x; cartridge position, loaded; casing position, midway; hook shroud condition, good; instrument serial number, 83; lockout slide position, and safety position, unlocked; number of staples returned in cartridge, none; retaining pin position, back; and trigger position, open/unlocked. Functional tests & results: hook shroud condition, knob collar lockout slot condition, and lockout slide tip condition, good; indicator function properly, and safety disengage properly, yes. Analysis conclusion: based on the info received and the visual and results, no conclusion could be reached as to what may have caused the reported incident. The batch history recors were investigated and there were no anomalies noted for mfg to ensure that all staples are present prior to shipment. The mfg engineer has been notified of the reported incident.